Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with filter) had a hole in the base of the chamber. There was no patient consequence.

Manufacturer narrative:
(B)(4). We have requested the return of the subject z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with filter) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with filter) had a hole in the base of the chamber. There was no patient consequence.

Manufacturer narrative:
(B)(6). Corrections: section b4: updated to the date this report is submitted. Section d4: device details (including lot#, UDI, dom) were not provided by the healthcare facility. Method: the subject z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit was returned to fisher & paykel (f&p) healthcare new zealand for evaluation. Our investigation is based on the analysis of the returned device, information and description of events by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject z41002 autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit observed white residue on the outside of the chamber base. Holes were found in the base, with rough edges indicating that the chamber base eroded. A scanning electron microscope (sem) analysis was also performed. Sem analysis observed that the corrosion on the chamber base plate indicated that exposure to an incompatible chemical was poured or splashed on the external surface of the chamber, ran down the chamber and accumulated between the heater and baseplate, causing extensive surface corrosion and pitting on the base. Conclusion: the reported hole in the base of the z41002 autofeed chamber base, as part of the 950a81j adult ventilator dual heated circuit kit, was due to the chamber being exposed to an incompatible chemical. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 950a81j adult ventilator dual heated circuit kit state the following: - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."